Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated charge circuit inactive.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered alerts for excessive charge time, charge circuit timeout, elective replacement indicator (eri)/end of life (eol), and inactive charge circuit. It was also noted the physician felt there was a product issue with the right ventricular (rv) lead that had triggered a lead warning. Follow-up was completed for further information about the rv lead issue, but the company representative was unable to provide further details. The rv lead was capped and replaced, while the ICD was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated an issue with the battery. Hybrid analysis confirmed the reported excessive charge time and charge timeout using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external power supply. These results were consistent with the device battery causing longer charge times. Battery analysis revealed a failure mode where the voltage plateau failed to properly trigger recommended replacement interval early. With a lower voltage plateau, the device would have reached end of service voltage before logging the excessive charge time and charge time out events. If information is provided in the future, a supplemental report will be issued.